Event description:
It was reported that the 3 of the 4 screws that attach the seat to the frame were missing and the fourth screw was badly stripped from being the only one left on the m41srb power chair.